Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, he experienced a low blood glucose (bg) and was taken to the ER. The patient stated that he had just started on the pump on (B)(6) 2012, after pump training. The patient stated that the previous evening, (B)(6) 2012, he had taken lantus, and that on (B)(6) 2012, he was using a temporary basal rate. The patient stated that his bgs were well controlled until (B)(6) 2012. The patient stated that on (B)(6) 2012, he experienced low bg mid-afternoon and the emt was called to the house and he was transported to the ER. The patient was a poor historian and could not provide many details of the incident. The patient could not provide any bg data and was unsure if he was given glucagon or not. The patient did recall that he was given food to bring his bg up. The patient was reportedly released the same day connected to the pump. The patient stated that the nurse at the ER lowered his daytime basal rates. Troubleshooting indicated that all pump settings and histories were correct. There was no indication of a pump malfunction. The patient denied any changes in activity. Customer technical support (cts) concluded that due to the patient having just started on the pump the day prior to the reported incident, the patient may have needed additional settings adjustments as the lantus was coming out of his system. Cts recommended that the patient contact his healthcare provider for possible settings adjustments. This complaint is being reported because the patient reportedly experienced severe hypoglycemia of undetermined cause requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.